Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.

Event description:
It was reported that medfusion pump produced a primary audible alarm error. No patient injury, or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received with the 3500 keypad and logo present, a broken ear clip, the top case cracked on the corners and a cracked right plunger case. The event history log was reviewed and there were improper shutdown, pump motor drive phase b post, and pump motor drive off post messages. The power up process and occlusion test were performed and the power cuts off when extending the plunger head. The plunger cable no longer operated properly, causing an electrical short. The plunger cable was replaced to resolve the issue.